Event description:
A review of svc data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functional testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed incoming functional testing. Investigation revealed there was an open pulse wire in the distribution note to ECG-b cable. The source of the open pulse wire was unable to be positively determined, but was likely caused by physical abuse. No adverse event resulted from the open pulse wire. The last pt to use this electrode belt did not report any deficiencies.